Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the customer was instructed to continue using the pump while monitoring for any recurring issues. The customer acknowledged this guidance and agreed to call back if the malfunction recurred.